Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that there might have been an internal kink in the lead since the physician couldn't get the stylet all the way down to the tip. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed did confirm a deformed coils likely the lead was grabbed with some type of tool, causing the coils to be deformed. Also, the stylet was returned stuck in the lead and was removed with resistance due to deformed coils. Furthermore, the lead passed the electrical continuity and helix mechanism test.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that there might have been an internal kink in the lead since the physician couldn't get the stylet all the way down to the tip. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.